Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the device was not returned mmdg could not complete an investigation. A lot number also wasn't provided, so no DHR could be performed.

Event description:
The initial reporter stated that they had blood backing up into the administration set. Mmdg made multiple attempts to follow up and did learn that the complaint the patient did not experience any adverse effects due to the complaint. (B)(4).